Event description:
Nurse attached pad to kpad machine. Pad leaked and didn't hold water as it should have. New pad obtained and worked without any difficulty. Manufacturer response for thermal pad, stryker mul-t pad (per site reporter) equipment failure reported to customer service manager at c2dxcustomer service. Product available at facility for manufacturer investigation.